Event description:
The representative reported that the product was explanted due to onset of infection; the infection had appeared to be confirmed to the top-most layer of skin over the area of implant. The patient has been recovering well; a future implant of a new ipg was anticipated. Additional information has been requested from the physician.